Event description:
It was reported that the video system center went completely black and the icons disappeared from the processor monitor. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6 and h11. Corrected field: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in printed circuit board, the system did not start up and due to a system failure of printed circuit board, the system did not start up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center went completely black and the icons disappeared from the processor monitor. The issue was found during the middle of an unspecified diagnostic procedure that was eventually cancelled. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.